Event description:
Intralase laser fs2 is used with an uninterruptible power supply (ups) mfg by (B)(4) (model/mfg part number abce1440-22iec 55144-55r). During a preventive maintenance of the femtosecond laser equipment, the customer care service specialist reported that he saw the ups first smoking and then burning. There was no patient involvement during the event as the equipment was being serviced.

Manufacturer narrative:
(B)(4). Conclusions: at the time of this report, ups has not been available for investigation. Information regarding the results and conclusion of the part evaluation will be provided in a supplemental MDR. Feedback from (B)(4) (ups supplier): by its very nature, the upm will provide high voltages and high currents necessary to provide the uninterrupted power to the system. It is likely that, due to these high power levels within the units, that any component failure would result in the destruction of that component, which may result in heat and/or smoke being momentarily generated. However, the unit is designed so that there is no risk of fire, with the fault being contained within the enclosure, safety mechanisms to disconnect the battery power, and materials that are self extinguishing. Field service specialist carried out inspection and laser is running within specification.